Event description:
It was reported that the posey bed- acute care/ltc model 8050 has a side panel zipper that is not working. No injury reported.

Manufacturer narrative:
Zipper not working. Evaluation: results: large window a slider body is open, front side a literature bag is missing and the mattress envelope has 3 foot broken stitches. Small window d is missing serial number label.